Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and some of the buttons were not responding. Customer's blood glucose was 189 mg/dl. The customer stated the insulin pump was in her jeans and may have been pushed up against her hip bone. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.